Event description:
Incident happened on (B)(6)2021 in the maternity department. Staples did not close the skin properly. So the wound does not close. All staples were used. Consequence: after leaving the hospital patient had homecare.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73c2100575 was manufactured on 03/17/2021 a total of (B)(4). Pieces. Lot was released on 04/26/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73f2100952 was manufactured on 06/29/2021 a total of (B)(4) pieces. Lot was released on 07/08/2021. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2100231 the staplers were functionally inspected (fired) and issue reported "misfire/jam-staples not forming/closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Incident happened on the (B)(6) 2021 in the maternity department. Staples did not close the skin properly. So the wound does not close. All staples were used. Consequence: after leaving the hospital patient had homecare.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened on the (B)(6) 2021 in the maternity department. Staples did not close the skin properly. So the wound does not close. All staples were used. Consequence: after leaving the hospital patient had homecare.